Event description:
The endo gia stapler misfired with the handle breaking off one of its hinges, the gia-75 that misfired, did not place a line of staples after it jammed approx halfway through the closure mechanism. I was able to bring the slider back to the neutral position and the bowel was neither cut nor stapled; no injury, used another stapler. FDA safety report ID# (B)(4).